Event description:
On november 24, 2007 the lay patient contacted lifescan (lfs) alleging that the battery contacts of his one touch profile meter were corroded and the meter turned off during use. The medical affairs specialist (mas) sent a letter to the patient since he could not be reached via phone on 2 different days. Information was not provided as to when the patient last tested successfully with the reported meter. The customer care advocate (cca) noted that the alleged product issue first occurred in 2007. The patient felt nauseated and had blurred vision after the product issue occurred. The patient denied taking diabetes treatment action or receiving medical intervention as a result of the reported product issue. The cca noted that the meter battery contacts were corroded and the meter turned off during use. The patient was unable/unwilling to answer whether he had replaced the meter battery per the owner's manual. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges he was unable to obtain a result on the reported meter and later experienced blurred vision, a symptom that can be associated with hyperglycemia or hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.